Event description:
An 3.5mm diameter x 15mm length endeavor stent was implanted for treatment of a coronary lesion. Eighteen months post stent implant, it was reported that the pt was hospitalized due to hemi-symptomatic, left, with incomplete left hemiparesis. The MRI shows lacunar terminal strokes. Ptca and stent implantation of the left and right vertebral arteries. The investigator assessed the event not related to device or procedure. Three months later, the pt was hospitalized due to re-diagnostic of the carotid arteries. An angiography was performed without intervention, because the internal left and right carotid arteries were totally occluded. Seven months later, the pt was hospitalized due to syncope. Cct and chest x-rays are inconspicuous. Suspicion of a cicatrical carcinoma left (segment 3) with intrapulmonary cranial metasis (segment 6). CT angio shows occlusion of both internal carotid arteries. Both vertebral arteries are well perfused. Thirteen months later, the pt was hospitalized due to generalized seizure with epileptic hemiplegia of the right arm. MRI and cct are inconspicuous. Four months the pt was hospitalized due to abdominal pain and nausea. Twenty days later, the pt was hospitalized due to re-pta of the internal and external carotid arteries and vertebral arteries. The pt was discharged from the hosp. Please note that this device is not distributed in the us.